Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that due to a hyperopic miss, the doctor planned to explant a tecnis symfony toric multifocal intraocular lens with a higher se (sphere equivalent) power lens. Additional information was received and confirmed that the lens was explanted in the secondary procedure. A model zxt225, with a larger diopter of +20.5, was used as a replacement. Reportedly, there was no incision enlargement, no vitrectomy, and no other medical intervention required. Patient was doing good at discharge. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.